Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving baclofen (unknown dose and concentration) via an implantable pump. At the time of this report, the medical history was unknown. The implant date was unable to be obtained. The event date was (B)(6) 2016, the event occurred during device follow-up. Surgical intervention occurred; the pump was explanted and replaced, and the date of explant was unable to be obtained. The issue being reported, the factors that may have led or contributed to the issue, diagnostics/troubleshooting, interventions/actions taken was unknown. At the time of this report, the issue was resolved, the patient status was unable to be obtained.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. (B)(4).

Event description:
Additional information was received from a company representative. The description of the incident was reported as "pump alert" and worsening of patient's spasticity. The pump had been interrogated by telemetry on (B)(6) 2016, indicating engine block. The pump stopped. The pump was received for analysis on 2016-jun-10.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. (B)(4).

Event description:
On 2016-06-20, additional information was received from a foreign manufacturer representative (rep). It was reported that surgical intervention was performed to replace the pump because it had "the motor blocked." The patient experienced "deprivation symptoms" and the patient "was at the hospital in emergencies." The pump was replaced after telemetry was performed an the "motor pump was blocked." The pump was replaced. The patient was receiving baclofen (500 "umg/ml" at a dose of 120 mg/day). The patient was not receiving any other medication.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.